Manufacturer narrative:
The safety needle from this incident has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The syringe mentioned in this incident (product 309657), bd luer-lok tip syringe, 3ml) is manufactured by becton, dickinson and company (bd). An email was sent to bd to notify them of the reported issue.

Event description:
The customer reported leakage of the bd plastipak 3ml syringe when attached to a magellan hypodermic safety needle 25gx5/8" at the luer lock connection point. The syringe and needle was prepared with medication in pharmacy due to medication in chemotherapy. Upon beginning the injection a droplet started to form at the luer lock connection. They tightened the connection and it was better. They tightened it again just to the breaking point and was able to administer the medication subcutaneously with a barely perceptible growing droplet at the connection. No patient injury was reported.